Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it was found to overheat. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the eccentric ball bearing on the driver was observed to be damaged, the sag head was discovered to be unpressed, and the motor assembly was found to be corroded, which can cause or contribute to the device overheating.